Event description:
It was reported that during an laparoscopically assisted vaginal hysterectomy procedure when using the device to take down adhesions, a solid tone was emitted. During troubleshooting the device would not pass the pre test and displayed an error code 5. There was not excessive tissue in the jaws. Using the second device on the mesentery tissue they received the same solid tone. The patient had a previous c section and the uterus was covered with adhesions. They completed the procedure with a 3rd device. There was no patient consequence reported.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the device (a) was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for an error code 5 and a solid tone. A possible cause of an error code 5 (instrument error) and solid tone is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. The device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process. The analysis results found that the device b was received with the blade cracked. During functional testing on a generator, the device gave an error code 5. The location of the break is inside the tube proximal to the tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The analysis concluded that the blade cracked due to contact with the other tube and broke off. A design change has been implemented to reduce this issue. Device b: batch f9gv24. Mfg date: 06/09/09. Exp date: 05/04/09.